Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -11.0 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed for a shorter length lens due to excessive vault and blurred vision. This exchange resolved the problem.

Manufacturer narrative:
Lens was returned in liquid, in a contact lens case. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm micl13.2 -11.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was "exchanged" for a shorter length lens due to excessive vault and blurred vision. The problem was resolved. (B)(4).